Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. No anomalies were found; full lead was returned for analysis.

Event description:
It was reported the rv lead was explanted and replaced due to elevated threshold measurements. No patient complications were reported as a result of this event. The atrial lead was explanted and replaced due to unacceptable thresholds, sensing difficulty, an apparent fracture, and an outer insulation break. The atrial lead subsequently tested out of specification during manufacturer's analysis. It was further noted that the elevated rv lead thresholds may be due to lead pull back caused by ra lead extraction.